Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h10k29039, h10i30048, h11a03058 and h11b07024) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The nurse declined to provide further information.

Event description:
While investigating the report of a home patient's death on (B)(6) 2011, it was revealed in the medical record obtained from the hospital's health information management department that the patient had experienced a recent episode of peritonitis. No additional information was provided.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available. The patient death was reported under MDR #1423500-2011-10644.